Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7101578. Product family: dbs-extension, upn: m365db312855b0, model: db-3128-55b, serial: (B)(6), batch: 5000287. Product family: dbs-extension, upn: m365db312855b0, model: db-3128-55b, serial: (B)(6), batch: 5000502.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a suspected infection located near the site of the lead and lead extension. The patient underwent a procedure where the area of the suspected infection was washed out. The procedure showed that none of the dbs components were infected or needed to be explanted. The patient was administered antibiotics and was doing well post-operatively. A culture was taken and revealed no definitive organisms.